Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right hip was revised due to instability. Intra-operatively, black tissue was noted in the patient with a surgeon report of corrosion. A restoration modular proximal body and lfit head were revised (distal stem was well-fixed and not revised, shell and liner were competitor devices).